Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced a hypoglycemia event with a measured blood glucose of 65 mg/dl about an hour prior to the call, after announcing a dinner meal and without preceding high glucose, exercise, recent weight or target changes, or insulin taken outside the ilet. Symptoms included low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose and continued monitoring at home without medical intervention. Investigation included a complaint intake and user interview assessing recent settings, insulin delivery context, cgm calibration, activity, meal announcement timing, and device use steps around a recent fill tubing event. Investigation of this case revealed no device alarms, no reported use errors that would explain excess insulin delivery, and no contributing external factors identified, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.